Event description:
It was reported that during a laparoscopic cholecystectomy procedure, within 10 minutes of operating, gas could be heard leaking from the seal after removal of a 5mm instrument. Leaking did not occur whilst instrument was in the trocar, but upon removal significant leaking was noted. This was before a 10mm clip applier had been inserted. It was suggested turning the trocar in case torquing had led to this but this did not seem to make a difference. Gas lead was not on this port. The 5mm instruments used was a grasper and more frequently a hook (diathermy) for dissection. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.